Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 2. Pump error 19, pump error 28 or pump error 79 noted during testing. Pump error 63 alarm confirmed in the pump history due to software error. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer's blood glucose level was 168 mg/dl. It also reported that customer was able to rewind the insulin pump. The customer will return insulin pump for analysis.